Event description:
It was reported that the cot was sliding in an out of the back of the ambulance and the user was having issues lowering the legs to the ground, possibly indicating the cot was difficult to load/unload. There was no reported patient involvement or adverse consequences to the user.

Manufacturer narrative:
The device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. H3 other text : see h10.

Event description:
It was reported that the cot was sliding in an out of the back of the ambulance and the user was having issues lowering the legs to the ground, possibly indicating the cot was difficult to load/unload. There was no reported patient involvement or adverse consequences to the user.